Manufacturer narrative:
This report was initially submitted following notification from a customer in ireland regarding a misidentification of a patient salmonella typhi isolate as salmonella enterica ssp enterica in association with the vitek® ms (ref 410895, serial (B)(4)). The isolate was tested four (4) times with the vitek® ms and obtained the same identification of salmonella enterica ssp enterica. Serological testing indicated that the isolate was salmonella typhi. The strain was sent to a reference laboratory for confirmation of the identification, but results were not provided. After multiple requests, no customer data was submitted for this investigation. No additional investigation could be completed.

Event description:
A customer in (B)(6) notified biomérieux of a misidentification of a patient salmonella typhi isolate as salmonella enterica ssp enterica in association with the vitek® ms (ref 410895, serial (B)(4)). The isolate was tested four (4) times with the vitek® ms and obtained the same identification of salmonella enterica ssp enterica. Serological testing indicated that the isolate was salmonella typhi. The customer also performed api® 20e testing and obtained an identification of salmonella typhi. The strain was sent to a reference laboratory for confirmation of the identification, but results have not been provided at this time. There is no indication or report from the laboratory that the discrepant results led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.